Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the device history record was completed for batch# 6347533. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted during manufacturing of the above listed batch. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger and syringe dismantled and the thumb press breaks on a 3/10 ml, 31 g x 6 mm bd insulin syringe with bd ultra-fine¿ needle during use. This has happened to a few packages. No injury or medical intervention.